Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to myopotential noise. The patient was atrial dependent. This lead is not expected to return for analysis as it was destroyed during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in four segments, severed approximately 65mm from the terminal pin. It was noted that one segment was missing the inner coil. The helix was extended and dried body fluid was noted in the housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests, on all segments, were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to myopotential noise. The patient was atrial dependent. This lead is not expected to return for analysis as it was destroyed during the explant procedure. No additional adverse patient effects were reported. This lead was subsequently returned in several portions.